Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to a hemorrhagic cerebrovascular accident (cva). The patient's international normalized ratio (inr) was 1.7 at the time of the event. A computed tomography (CT) scan was done and a large right frontal hemispheric hyperdense intraparenchymal hematoma with leftward subfalcine extension and herniation along with diffuse intraventricular extension was seen. There was also moderate cerebral edema and mild dilatation of the lateral ventricles. The device reportedly operated as expected and would not be returned for evaluation.